Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Capsule study along with endoscopy showed bleeding in the duodenum that was treated with argon plasma coagulation.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device: 1 year 3 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was presented to emergency room on (B)(6) 2019 due to black stools with worsening symptoms since (B)(6) 2019, describing new york heart association (nyha) 4 like exercise tolerance and dyspnea on exertion. Symptoms progressed over the weekend with last bowel movement on (B)(6) 2019; dark in color, no red blood. Patient reported feeling lightheaded when standing up today but not full pre-syncope. Reported symptoms were similar to last event in may but worse. Warfarin has been held 10 days now with continued asa. Hemoglobin down 2.3 over last two weeks. Gi bleeding was confirmed and patient had a significant drop in hemoglobin (hgb) from 11 to 9. Patient had capsule study which showed bleeding and patient underwent push enteroscopy on (B)(6) 2019 , arteriovenous malformations (avms) were found in the jejunum and treated with photocoagulation. Patient was mostly fatigue. Stopped aspirin, not on coumadin, on daily proton pump inhibitor and was undergoing heart transplant evaluation.